Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the accept button was not working. The unit was not in clinical use at the time of discovery. No reports of patient/user harm or injury. The customer informed the remote service engineer (rse) that the button was not working properly. The customer stated that they had removed the bezel and confirmed the cabling was connected properly. The rse provided the customer with part information for a replacement switch printed circuit board assembly (pcba). This investigation is ongoing.